Manufacturer narrative:
(B)(4). B1: updated to product problem h1: corrected from serious injury to malfunction.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has signs of damage around the outer rim and locking detail from attempted use. The inside diameter also has some deep scratches on the articular surface. The clinical/medical evaluation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during thr, the ref xlpe 36 20 deg 54-56 f was installed during the operation, and the trial was tested after the femur was finished. After testing the range of motion and dislocation of the joint, the ref xlpe 36 20 deg 54-56 f on the trial head fell off. The liner was deformed and could not be used normally. A smith and nephew back up device was available. No injury to patient or significant delay reported.